Event description:
A falsely elevated troponin I result of 15.36 ng/ml was obtained on a pt sample. The result was not reported to the physician. The original sample was retested on the original analyzer and a result of 0.02 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was malfunctioning hm pump cassettes.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was malfunctioning hm pump cassettes. A dade behring field service rep corrected the malfunction. The instrument is operating within specifications.